Event description:
Baxter italy reported "some minisets leak even though the roller is closed, other minisets are broken". This noted during use with no patient injury or medical intervention reported by the complaint coordinator.